Event description:
Customer contacted haemonetics (B)(6) 2011 requesting a return number as their orthopat machine is no longer being used. No other info was available at that time. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2011 requesting a return number as their orthopat machine is no longer being used. No other info was available at that time. No injury or reaction was reported. Eval of the returned device confirmed there was a fluid spill within the machine. The electronic circuitry required replacement. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).